Manufacturer narrative:
Philips service replaced the low voltage power supply (B)(4) and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray tube arcing caused imaging failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.